Event description:
It was reported that the device is showing backup primary alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received on 6 june 2022. No patient involvement. Event occurred during the test.

Manufacturer narrative:
Other text: additional information received, updated b5 and h6.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition, all was intact. There was evidence of the reported problem (error) recorded in event history log. The reported problem was not duplicated. The investigation found no external damage or contamination to main pc board. For corrective action, the main pc board was replaced as preventive measure. No fault was found with the device. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 4000.